Event description:
It was reported a patient experienced an umbilical hernia coincident with peritoneal dialysis (pd) therapy. The hernia was manifested with abdominal pain and swelling. The cause of the hernia was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date the patient had umbilical hernia repair surgery as treatment for the event. The hernia was diagnosed after the start of pd therapy. The hernia did not worsen with pd therapy. On an unreported date pd therapy was discontinued and hemodialysis was started. At the time of this event the outcome of the hernia was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: it was reported that a return to automated peritoneal dialysis therapy from in-center hemodialysis was planned. The patient was recovering from the hernia event (previously the outcome was reported as unknown). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The hernia was diagnosed on an unspecified date "two weeks ago¿. Should additional relevant information become available, a supplemental report will be submitted.